Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited no pacing output, no capture and pacing impedance measurements greater than 3000 ohms on the left ventricular (lv) channel through the device and a pacing system analyzer (psa). A lead fracture was suspected but was not visually confirmed. A revision procedure was performed and the lv lead was removed from service and replaced. No additional adverse patient effects were reported.